Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the pt reported they were having the medtronic scs system taken out due to the problems they have had since implanted. Pt stated the neurostimulator (ins) worked fine the first couple of months and then it was no longer effective. Pt commented 2-3 people worked trying to program the ins but they were never able to get it to cover the area needed for relief. Pt said they dealt with it for a minute but then their pain (pn) got worse along with walking. Pt said their primary hcp referred them to pn mgmt where they once again met with reps for reprogramming without success. Pt explained they were in a car accident (B)(6) 2021 due to the stimulator not turning off causing their leg to go out. Pt said at the time they did not think anything of it until it happened again recently about 2 months ago where they turned the ins off but could still feel the tingling so they let it die without ever t urning it back on "permanently". Pt said the ins never goes off when they turn it off which they do when driving a vehicle. Pt said they were trying to figure out if this was something normal that the mdt product does or just something that happened in their case. Pt said they "feel like they have be had." Pt described they were told they should never feel stimulation (stim) and if they did to go down (turn intensity down). Pt said during the trial the could feel too much stim ("b/c it was probably all the way up at that point") so they were told to turn it down which worked fine. Pt said they have been calling complaining since ins was implanted-see (B)(4). Pt said they were told issues were probably due to scar tissue. Pt said for the last 4 months they have been deteriorating quickly (not able to walk far/stand long/balance is off/sit for long periods of time/constant pain where the paddles are located all causing them to have to lay down all day long for the past 2-3 months due to the pain from the ins with it not even being on. Pt said they came up with an option for replacement. Pt said they are doing an abbot scs trial now along with the mdt scs. Pt said they had gotten the mdt scs for a pn relief as the next step after a laminectomy but b/c is was thought the scs was not providing relief as intended they want to go through the patient's stomach to place a sponge in their back but pt rejected bc the ins should have been the resolution. Pt described the reprogramming caused more pn where the paddle was located to where they could not tolerate it. Pt said they worked with almost every rep in grand rapids to get ins adjusted eventually a rep told them they needed to relocate to a warmer climate. Pt said they are doing an abbot scs trial now. Pt said that their follow up hcp is (B)(6). The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp rep reported they were never made aware that the patient was still feeling the stimulation even when turned off. Rep met with the patient twice at hcp's office to try different programs. At the last meeting, patient was walking without a walker and said she was doing better. She expressed that she did not want to have any other surgeries, but did tell rep she was unhappy with her implanting physician. Hcp was made it very well known to rep and the patient that he did not like medtronic and would ¿rip that thing right out.¿ the patient has rep's number and told her to follow up as she needed. Rep has not heard from her since the last meeting on wednesday, (B)(6). Rep was not told of any immediate plans to explant or was it ever mentioned that she still felt the stimulation even after turning off. Rep was not made aware that the patient had even been in any car accidents. Rep's initial contact with this patient was on april 28th when she called and asked the rep to meet her on may 3rd at her appointment with hcp. Rep was made aware on may 3 rd at that appointment that her therapy was ineffective. This was when rep tried to reprogram her settings and we met again on may 25th to follow up. Rep made additional adjustments then, but the patient said she was feeling a little better as she wasn¿t using a walker at this appointment (when rep first met her on may 3rd, she was using a walker and could barely walk).rep unfortunately do not have any additional information aside from the above. Hcp's office is not friendly towards reps and said that he ¿hates the manufacturer,¿ so rep did not believe they will be able to get any additional information from his office.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the stimulator did not work and they wanted it explanted. The patient said the device had not worked in a long time and that they had been told it would be hard to take out because of the leads. The patient mentioned the device would not turn off and no one could do anything about it. Further information received from the consumer stated that they were having the device removed and a different company¿s device implanted and wanted to donate the external devices.